Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented for device change out procedure. The atrial lead exhibited loss of capture and loss of sensing pre-procedure. The lead was capped and replaced on (B)(6) 2018. No patient complications were observed.